Event description:
The customer reported that while running an hcv assay, a non-reactive result was obtained form position a5 which is a positive control well. The customer also reported that the tips were hitting the sides of the tubes causing 'clot detected' errors. A field engineer was dispatched who aligned and calibrated the instrument and performed operational checks. Please note that this report is beyond the 30 day reporting requirement and was found to be reportable in a retrospective review of all complaints. No death or serious injury was associated with this incident.